Event description:
It was reported that there was no telemetry and no pacing. The patient's family claimed that the "device has not been checked for a while." The device was explanted. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis determined the device reached normal battery depletion.